Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Delayed keypad by a failed processor printed circuit board (pcb) assembly. A delayed keypad response of approximately 3 seconds was observed during testing, limiting keypad functionality. The failed processor printed circuit board (pcb) assembly was replaced.

Event description:
It was reported that a spectrum pump's keypad had a delayed response. Any patient injury, involvement, or medical intervention is unknown.